Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic hysterectomy, while closing the vaginal vault with the device the suture got snapped from the middle and the needle broke in half. One half of the needle was retrieved, and the other half was in patient¿s cavity which was hard to locate. The total procedure was extended more than four(4) hours as they had to bring the x-ray machine twice to narrow down the exact location of the needle. Finally, they managed to retrieved the other half of needle and closed the vaginal vault with another suture. The scrub nurse at the same time also could not load the needle on the device so she manually loaded, by loading the needle by hand on the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was returned with no blister package with exposed blades, and blades were partially bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. A definitive root cause could not be determined with regard to the reported condition. However, probable cause could be attributed to bent\ deformed metal blades which would prevent proper interaction of needle with jaw component of device. The metal blades could have been bent\ deformed during return shipping to the investigations laboratory as the device was not returned in appropriate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or an leveraging force. If information is provided in the future, a supplemental report will be issued.